Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. The noise was not able to be reproduced with isometric testing. Programming changes were discussed. No patient symptoms or intervention was reported.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Final analysis found external insulation abrasion breaching the outer insulation was noted at 16.0 cm from the connector pin. An additional insulation abrasion breaching the outer insulation was noted at 24.7-25.0 from the proximal end. The abrasions were consistent with friction to another device or feature of the patient¿s anatomy. The cause of the reported event of noise was isolated to the insulation abrasions.

Event description:
Related manufacturer reference number: 2017865-2020-02369. New information received indicated that the lead was explanted due to an unrelated issue.